Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 12/16/2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/01/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2016 with the following findings: a review of the pump¿s black box and alarm history showed call service alarms cs 064. During testing, the pump was powered on to the verify screen with audio tones and vibrations functional. The pump performed the rewind, load and prime steps successfully and was exercised for 24 hours with no call service alarms occurring. The pump case was removed and no evidence of the corrosion or intermittent conditions were found inside the pump. The complaint of a call service alarm issue shown in the pump history but was not duplicated during investigation.